Event description:
It was reported that a spectrum pump had a system error 105. It was reported that there was no patient incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This error message has been attributed to a failed motor (flex). The motor assembly was replaced.